Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high result from coaguchek xs plus meter serial number (B)(4). At 12:20, the result from the meter was 6.4 inr. They repeated the test and got the same result. The customer didn't trust the result and a laboratory sample was drawn at 12:27 with a result of 4.1 inr. The laboratory method was not known. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.